Manufacturer narrative:
The complaint allegation is confirmed based on the image received from the field. The photos submitted for evaluation depict the distal tip of the device broken off. Consequently, arthrex was able to conclude a most likely cause as the device wasn't returned for evaluation. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th january 2025, it was reported by an arthrex employee via email that for an ar-4068-45r, suturelasso¿ sd, 45° curve right, the tip of the lasso broke inside patient. This was detected during use in an arthroscopic shoulder bankart and slap repair procedure on (B)(6) 2025. Tip was recovered but had to create a big portal to get it out and delayed the procedure for another 30 minutes. The procedure was completed successfully and the repair was done successfully.